Event description:
A trunnion failure, wore off and head fell off.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown meridian stem. Additional information has been requested and if received, will be provided in the supplemental report. Disposition unknown.

Manufacturer narrative:
An event regarding dissociation between an unknown meridian stem and head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
A trunnion failure, wore off and head fell off.